Event description:
During insertion of right subclavian swan placement, the micropuncture sheath and wire was inserted to place the central line. The tip of the micropuncture wire came off in the body. The wire tip appears to be extravascular and not intravascular.